Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that the patient was scheduled to undergo an ion-assisted endoluminal lung biopsy procedure. The target nodule was in the left upper lobe, about 2.6 centimeters in size and located away from the pleura. Staging using ultrasound bronchoscopy (ebus) was performed first, during which the physician biopsied lymph nodes through a non-ion bronchoscope. The physician performed a broncho-alveolar lavage (bal) using a non-ion bronchoscope. After bal, the ion system was docked, and the physician registered and began navigating towards the target. At this point, the physician noticed that the airways were red, oozing with blood and irritated. A cios spin with cone beam CT was performed and the physician identified a pneumothorax. The pneumothorax and bleeding were identified prior to the start of biopsying through the ions catheter tool channel, and the procedure was aborted due to pneumothorax and oxygen desaturation. The patient required chest tube placement and hospitalization. The bal sample was able to identify a diagnosis of benign aspergillosis and the patient was prescribed with antifungals. The physician reported that there was no device malfunction associated with the event and that the bleeding and pneumothorax would have likely occurred via another modality.